Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the pituitary broke but no pieces had to be retrieved from the patient. No patient complications reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The inferior shaft is broken at the centerline of the pivot pin hole, and the broken off portion of the shaft pivot pin missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.